Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue via tfs defect 488320. During the investigation, it was found that the root cause of this catheter complaint was acoustic stack damage due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
This supplemental report is being submitted because upon completion of investigation and review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction and the issue was caused by user error.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient planning for a scheduled atrial fibrillation (afib) procedure, it was noted that the catheter was displaying a blurry image. The patient was already under sedation with the catheter already inserted in place. The user replaced the cables but without resolution. The catheter was replaced and was re-inserted into the patient to continue and complete the afib procedure without delay. There was no loss of data and there was no patient adverse event reported. No additional information was provided.